Event description:
During the previous ccpd treatment, the pt reported having an alarm and could not continue after draining 2,2847 ml in the 2nd drain. In response, pt disconnected from the cycler and did a manual pd exchange. Pt drained 40 ml and filled with 2,500 ml 1.5% solution. During the day, pt did another manual pd exchange. Drained 2,200 ml and filed with 2,500 ml 1.5% solution. In the evening ((B)(6) 2011), pt started treatment on the cycler for ccpd treatment. Pt drained 1,515 ml in drain 0 and after 8 minutes, the cycler advanced to fill 1. Pt woke up feeling bloated and had abdominal pain. Then in drain 1, pt drained 5,555 ml. Pt felt better after the drain but continued to have abdominal pain. Pt was able to complete the treatment. Pt stated that post treatment there was solution remaining in the heater/supply bags but pt did not know how much was left. Pt did not go to the hospital or have other medical interventions. Abdominal pain lasted for 2-3 days. Pt uses 3 bags-two 5 liter and one 3 liter bag. Total treatment volume is 12.000 ml. Four fills of 2,500 ml and a last fill of 2,000 ml. Pt was advised by tech support to have the cycler replaced but refused. Pt continues to use the same cycler with no reported problems.

Manufacturer narrative:
Pt refused to have cycler replaced. Pt continues to use the same cycler. (B)(4).